Event description:
It was reported that signal loss of over one hour occurred for the g6 transmitter with the serial number (B)(6). It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, data for the g6 transmitter with the serial number (B)(6) was provided for evaluation. It was determined that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).